Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including overnight stress testing without duplicating the report. Review of the device log showed no evidence of a device malfunction. The log showed multiple non-critical errors that are indicative of a patient circuit leak and are not the result of a faulty unit. The device was internally inspected with no discrepancies found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.